Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, '60 minutes," while wearing the adc freestyle libre sensor. On (B)(6) 2020, the customer experienced tremors, cold sweats, trouble moving, and subsequently lost consciousness. The customer was treated with sugar by her mother, a non-hcp, for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported the error message, '60 minutes," while wearing the adc freestyle libre sensor. On (B)(6) 2020, the customer experienced tremors, cold sweats, trouble moving, and subsequently lost consciousness. The customer was treated with sugar by her mother, a non-hcp, for hypoglycemia. There was no report of death or permanent injury associated with this event.